Event description:
On 10/9/96, a facility nurse informed a MFR customer service rep that the pt's device refill cycle was on target; however, recently the facility nurse has not been receiving any residual volume during the device refill procedure. Additionally, the facility nurse stated that the pt has complained that he was falling asleep in his chair. The device was explanted and replaced on 10/7/96.

Manufacturer narrative:
This device was implanted for intrathecal infusion of morphine for treatment of pain (note: intrathecal infusion of morphine was not an indication of the MFR's intended use). The device was returned to the MFR on 11/1/96, and has been analyzed as follows: normal usage was seen on the center and sideport septa with no internal fracture plane damage noted. The device center spetum did not leak while filling the device reservoir or while pressurizing the device sideport. No resistance was encountered upon flushing the device sideport with approximately 5mls of preservative free saline and approximately 5mls of clear colorless "particle free fluid" which tested negative for blood was collected. Leak testing of the device confirmed that the device/device catheter did not leak. The device flowed with the MFR's flow rate specifications as received. A trend analysis was performed on similar incidents for this catalog number and a trend was not indentified. A review of the device history record did not reveal any mfg variances related to this event for this device. Based on the information available and the results of the MFR's analysis, the customer's complaint that "the device appears to be leaking" could not be confirmed, the device performed as intended during the MFR's investigation. The customer will be notified of co's findings. No further details are available. The MFR is now closing the file on this event.